Event description:
It was reported that the user experienced sustained hyperglycemia at school despite corrective insulin delivery from the ilet system, and a subsequent infusion set inspection revealed a bent cannula; the infusion set was replaced, and blood glucose began to decline, followed later by a low blood glucose that was treated. Investigation included customer interview, device-use troubleshooting, and review of infusion set condition. Further investigation of this case revealed an infusion set cannula that was bent, consistent with impaired insulin delivery leading to hyperglycemia and subsequent correction-related hypoglycemia. There was no user reported clinical symptoms associated with elevated blood glucose with trace ketones, followed by hypoglycemia. Outcomes included transient impact on daily activities that required caregiver and school nurse intervention and on-call support, without emergency care or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was related to infusion set performance and user management of hyperglycemia and correction dosing, with device function otherwise consistent with delivery commands. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.